Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522 mg/dl- "high" (specific value was not provided) in range. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.